Manufacturer narrative:
The water quality is 3 s/cm; based on the technical specifications, the limits for water conductivity are < 1.5 s/cm. The customer changed the water source, which had high conductivity, and they are reviewing their preanalytical steps. The photometer lamp was last replaced on 23-sep-2025 and is to be exchanged after 800 hours in operating or standby mode. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation was unable to determine a direct root cause as there was limited information available. The most likely root cause is a combination of different customer handling issues (pre-analytics, maintenance actions, water quality).

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas integra 400 plus for two patients. Patient 1's initial result was 2.02 mg/dl, and the repeat result was 1.0 mg/dl. Patient 2's initial result on (B)(6) 2025 was 1.21 mg/dl, accompanied by a data flag. The repeat result was 0.59 mgdl. The customer also provided questionable uric acid ver.2 results for one patient and calcium gen.2 results for one patient. This medwatch will cover the creatinine plus ver.2 assay. See medwatch with a1 patient identifier (B)(6) for the uric acid ver.2 assay. See medwatch with a1 patient identifier (B)(6) for the calcium gen.2 assay.

Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The qc and calibration were passing at the time of the event. The investigation is ongoing.